Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "mr. (B)(6) stated that he has a sapphire to send in for repair sn (B)(4) version r11v52 problem over infusion. The device was send to his department and was told the problem over infusion. Asked questions regarding over delivery but he has no information but rather he provided me a contact person in the name of to ask additional information and I called it but routed to a voice mail. Delay in therapy: unknown. Need for medical intervention: unknown. Human harm: unknown." Additional information received on jan.5th, 2016: "3 attempts were made in order to receive additional information regarding the complaint, but no answer from the customer."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "over delivery."